Manufacturer narrative:
A3. Sex updated. D6a. Implant date updated. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported the patient with this artificial urinary sphincter experienced recurring urinary incontinence. The device was explanted. The 4.5cm cuff was replaced with a 4.0 cuff and a 5.0 cuff. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported the patient with this artificial urinary sphincter experienced recurring urinary incontinence. The device was explanted. The 4.5cm cuff was replaced with a 4.0 cuff and a 5.0 cuff. No further patient complications were reported.